Event description:
Patient a reported result=0.64 ng/ml. The e.r. Physician questioned the result so a report was done on the same specimen. The repeat result was 0.15 ng/ml. According to the customer there has been no report of injury or change in patient treatment attributed to, or connected with this event.